Event description:
It was reported that balloon rupture occurred. A 3.50mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during inflation at 16 atmospheres, the balloon ruptured. The procedure was completed with a different device, and no patient complications were reported.